Event description:
It was reported that an unspecified cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the cartridge to resolve the issue. No additional patient or event information was available.